Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30729887 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a pre-sg coil embolization at the internal iliac artery, a coiling support microcatheter (mc) kicked back, a 20mm x 60cm deltafill18 coil (dlf182060, 30729887) l was attempted to be re-sheathed, but the sheath got damaged, and it was not able to be re-sheathed. It is unknown which part of the sheath was separated. The complaint product was replaced with another coil and the procedure was completed. It is unknown if a continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the event did not result in any consequence or injury to the patient. There were no delays reported with the procedure. No resistance occurred during the procedure. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a pre-sg coil embolization at the internal iliac artery, a coiling support microcatheter (mc) kicked back, a 20mm x 60cm deltafill18 coil (dlf182060, 30729887) was attempted to be re-sheathed, but the sheath got damaged, and it was not able to be re-sheathed. It is unknown which part of the sheath was separated. The complaint product was replaced with another coil and the procedure was completed. It is unknown if a continuous flush was done. Additional information received indicated that the event did not result in any consequence or injury to the patient. There were no delays reported with the procedure. No resistance occurred during the procedure. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30729887 number, and no non-conformances related to the malfunction were identified. Coil positioning and device separation are known potential procedural complications associated with the use of embolic coils in endovascular embolization. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. The sequence of events related to the coil introducer separation are not known; however, device separation is generally indicative of the application of excessive force. Assignment of root cause for the events remain speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues.